Event description:
It was reported that pump experienced malfunction with displayed malfunction code, and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset malfunction without recurrence, and was advised to continue using pump and call back if malfunction code recurred, which customer acknowledged and understood.